Event description:
It was reported that the patient¿s ilet insulin pump sustained a cracked screen after a fall, the display remained usable, and the device was subsequently shut down and replaced; blood glucose was not affected, there were no alerts or alarms, and the patient continued cgm use with dexcom g7. Symptoms included no injury and no reported glycemic symptoms. Outcomes included no clinical impact and no hospitalization. Investigation included customer interview, device history and records review, and collection of use information. Investigation of this case revealed physical damage to the display consistent with accidental impact; no device malfunction was identified. It was concluded that the event was attributable to user-related accidental damage, and the device function was otherwise within specification.